Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer experienced elevated blood glucose (bg) levels since (B)(6) 2015. The customer's highest bg level was 350 mg/dl with ketones. At the time of the reported event, the customer's bg was 299 mg/dl. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
A f/u on (B)(6) 2015 indicated that the customer's blood glucose level was within target. The device is expected to be returned; however, the device has not yet been rec'd. A f/u supplemental report will be submitted if the device has been rec'd.